Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding an erroneously depressed sodium (na) result obtained on a patient sample on a dimension exl 200 integrated chemistry system. Siemens is investigating the event.

Event description:
The customer reported to siemens that an erroneously depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The initial result was not reported to the physician. The same sample was reprocessed on an alternate dimension exl 200 integrated chemistry system, which gave a higher result. This reprocessed result obtained matched the patient¿s clinical condition and was reported as correct result to the physician. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na result.

Manufacturer narrative:
Initial MDR 2517506-2025-00188 was filed on 30-dec-2025. Additional information (02-jan-2026): siemens concluded the investigation of the event. Siemens reviewed the instrument data files, and the information provided by the customer. Quality control (qc) recovered within the customer's expected range. The customer performed system clean, replaced sensor, ran dilution check, found the bias was high and not within the range, corrected the bias, reran qc, which recovered within acceptable range. Based on the available information, the cause of the event is consistent with flow issue through integrated multisensor technology (imt). A product issue was not identified. The customer is operational. The system is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Corrected data: sections d1, d2, d4 have been updated to reflect the instrument details. Section g1 has been updated to reflect the manufacturing site details of the instrument. Section g4 has been updated to reflect the PMA/510(k) number of the instrument. Section h8 has been updated to reflect the usage of device for instrument. Section h4 has not been updated since the manufacturing date is not available.